Manufacturer narrative:
The hill-rom technician found the brake was not holding and the steer would not engage. The technician replaced the brake and steer linkage to repair the stretcher.

Event description:
Information received indicates the brake will engage, but does not hold at the foot end of the stretcher.